Event description:
A baxter service technician reported finding a infusor pump with "when attempting to run pump, goes into constant alarm". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.